Event description:
A customer contacted haemonetics on (B)(6) 2012 to report a "hardware failure message - loaner requested", on a cardiopat machine.

Manufacturer narrative:
The device was returned and evaluated on (B)(4) 2012. Upon evaluation, fluid ingress was discovered. The complaint was escalated to a high level review. The power supply was damaged due to the ingress and it was replaced. The device was upgraded and ready for use. (B)(4).